Manufacturer narrative:
According to the field, this rv lead will not be returned back for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and pulled back into the superior vena cava. It was noted that there were coils twisted which indicates twiddling. The rv lead was reported to be double counting and exhibiting low r waves. This rv lead was explanted and replaced. No additional adverse patient effects were reported.